Event description:
The ge oec 9600 fluoroscopy system had camera rotation annotation that did not appear when camera was rotated, additionally, there was a reported control panel lock-up that required a re-boot to restore functionality.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The system was inspected and evaluated for specific causes that may result in the described malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.